Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient had been having trouble with the communicator for "a couple weeks or maybe a month ago". The patient had to hold the cord in place and blow the port to get the communicator to charge. The patient tried different chargers and bought a new one over the weekend and tried different outlets. Patient services asked the patient if there was any visible damage to the communicator charging port and the patient stated that there was no visible damage. The issue was not resolved. A request was made for a replacement communicator.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 14-mar-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis was complete on the communicator. Analysis found the micro usb charge port was loose. The device passed the battery charging bench test but had a failure under load (trs210003.2 vbus current default power). The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.